Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the controller was unable to recognize one of the battery power sources. At that time, the patient performed a controller exchange. There was no reported patient injury related to this event. The controller was returned to manufacture for visual and functional examination. Evaluation confirmed the reported "poor mechanical connection" event. The root cause for the reported event was found to be a damaged pin on port two (2) connector most likely a result of improper handling, material durability and assembly interferences. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that approximately one year and three months post implantation, it was reported that the controller was unable to recognize one of the battery power sources. At that time, the patient performed a controller exchange. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event, the patient was asymptomatic throughout the controller exchange, and tolerated the exchange without any issues.